Event description:
It was reported multiple occlusion alarms occurred. Reportedly, the customer uses the same cartridge for over 2 days with humalog insulin, tandem technical support educated the customer humalog insulin is indicated for use with tandem supplies for 2 days. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy.

Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.